Event description:
On (B)(6) 2022, patient underwent an endovascular procedure for treatment of a ruptured abdominal aortic aneurysm. The patient returned on (B)(6) 2024 for gore® excluder® iliac branch endoprosthesis placement to treat a zone-10 common iliac aneurysm. On (B)(6) 2025, a cta was performed and revealed the left limb from the original evar has migrated proximally and is now floating in the aaa sac, creating a type 1b endoleak. The left common iliac itself is only 20 mm in length and tapers from 18 mm proximally to 12.5 mm distally. The physician is planning to bring the patient back next week for re-intervention involving embolizing the left internal iliac artery and extension of the left limb into the left external iliac artery. The patient is not having any symptoms. It was later reported, on (B)(6) 2025, patient underwent a reintervention surgery, in which physician coil embolized the left internal iliac artery and relined and extended the left sided limb of the prior evar using a plc141400 and plc121200. The cause of the endoleak and migration remains unknown.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.